Event description:
Customer reported having difficulties calibrating his adc blood glucose meter, noting the code number from the test strip vial (16) did not appear on the meter's screen after he inserted a test strip. Customer could not remember the date when this occurred, but indicated it was 3-4 days prior to calling on (B)(6), 2014. Customer stated he did not experience any symptoms when the issue occurred, but noted that when he gets a reading of 200 mg/dl before bed he self-administers 10 units of insulin and when he is "dizzy he eats candy or some sweets". Customer called his nurse, but she referred him to adc for assistance. Customer reported he self-administered a glucagon injection. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.